Event description:
As part of a legal dispute intuitive surgical, inc. (Isi) received information regarding a patient who underwent a da vinci s prostatectomy and lymphadenectomy on (B)(6) 2012. Isi was provided with the operative report. Additional information provided includes pathology report and office notes. According to the patient's operative report, during the primary surgical procedure, a small rectotomy discovered which was closed at the end of the same procedure. This was discovered during dissection of left side of prostate gland. There was no indication of a malfunction of the da vinci s surgical system, instruments or accessories during surgery. The patient had no apparent post operative complications and he was discharged home on (B)(6) 2012. The patient's follow up care was normal.

Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the injury sustained by the patient. If additional information is received a follow up medwatch report will be submitted to the FDA. The injury sustained by the patient is a known risk and complication of a prostatectomy prodceure using any operative technique. The documentation provided did not contain any allegation of a malfunction of a da vinci surgical system, instrument or accessory. No previous complaint was reported relating to this event. This complaint is being reported due to the following conclusion: the patient sustained an injury during a da vinci s surgical procedure.